Event description:
Faciliity paramedics were attempting to administer device defibrillator therapy to a pt. Reportedly, while the defibrillator was charging, power spontaneously shut off. An AED was obtained and used. The pt was resuscitated. The reporter stated there were no adverse effects to the pt resulting from the event.